Event description:
It was reported that there was chronic high atrial threshold. The atrial lead was programmed off. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was questionable atrial lead dislodgement along with intermittent capture. The atrial lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758, lead, implanted: (B)(6) 2010. (B)(4).